Event description:
It was reported that the rigid video scope had an event where the image was yellowed and the 3¿ button had been ripped off. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an event where the image was yellowed, and the number 3 button had been ripped off. This issue was discovered at the beginning of a therapeutic sigmoid colon resection which was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
Additional information: b3, b5, d8, d9, e2/e3, h3, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunction was identified during the device evaluation: a leak in camera unit, which caused the color tone of the image to be yellowed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.